Manufacturer narrative:
Internal film review: the exact cause of the inaccurate positioning of the devices leading to stent graft coverage of the visceral vessels could not be determined from the limited images provided. CT¿s prior to implant and complete angiograms during implant were also not available for return. Three (3) still angiograms during implant revealed the large taa ~10cm max diameter x 8cm length seen beginning just caudal to the lsa, essentially covering the length of the aortic arch. Per the calibrated catheter seen in the films, the thoracic diameter just distal to the innominate artery measured ~39mm, and just distal to the lsa, proximal to the start of the taa, measured ~37mm. Approximately 20mm distal to the taa the thoracic diameter was 30mm, and 70mm distal to the taa at the bottom of the calibrated catheter the flow lumen diameter was ~26mm. Two images revealed that the two implanted valiant devices had been implanted, and appeared to have moved distally as they were positioned below the taa. The devices were seem implanted from the mid-descending taa and extending distally into the abdominal aorta to within 20mm of the distal aorta, and were covering the visceral vessels. The total covered length of the overlapping devices measured ~200mm, and it is unclear if the devices had moved independently or in tandem. No images during stent graft positioning, deployment, or delivery system removal were returned. Several photographs of the devices seen during and post-explant were also returned. The devices were also seen in complete lengthwise view after removal from the patient, and possibly in their in-vivo configuration prior to open repair, and also after detachment from each other. The 46mm valiant showed nearly full-length fabric and stent excision cuts which likely occurred during removal; no other obvious issues were observed. The 34mm device also showed similar excision fabric and stent body cuts, as well as a bare spring fracture of unknown cause (overload or cut) most likely having occurred during removal. It is possible that stent graft undersizing to the aorta or a user related issue may have led to the inaccurate placement, vessel coverage, and the reported ischemia which then led to the patient¿s death. It is also possible that severe component oversizing (implanting a 46mm device into a 34mm device) may have also contributed to the event due to potential fabric infolding and a compromised radial seal. The explanted devices were not returned; therefore, a comprehensive analysis of the devices could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm on. The proximal thoracic aorta was 39mm in diameter with lao angulation of 47 degrees. The aneurysm started from the root of the clavicle and the landing distance was short. The physician planned to deploy the stent from the innominate artery. A 34/34/150 valiant stent graft was deployed in the descending thoracic aorta first. The stent graft position was ideal, with no dislodgement. Then a 46/46/200 was implanted to root of innominate artery, also well deployed, no dislodgement. It was reported that the two stents were observed under angiography to have dropped to the abdominal aorta and blocked the renal artery, truncus celiac artery and the superior mesenteric artery. Open surgery was performed immediately, and the stent grafts were explanted. Ischemia continued for three and a half hours after which the patient was deceased. The physician stated the cause of the event was the device was undersized. The cause of death was determined to be multiple organ failure. No additional clinical sequelae were reported